Event description:
It was reported that this right ventricular lead was explanted due to exhibiting loss of capture. This lead was discarded; therefore, it is not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields:a1: patient identifier.

Event description:
It was reported that this right ventricular lead was explanted due to exhibiting loss of capture. This lead was discarded; therefore, it is not expected to be returned. No adverse patient effects were reported.